Event description:
A malfunction was reported when the pump possibly got wet, displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level as it was reported not to exceed 500 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.